Event description:
It was reported that the customer's blood glucose (bg) was recorded as low. Cause was not known. Customer consumed glucose tablets to address bg. Technical support performed a pump system check and no issues were identified. Pump functioned as expected.